Manufacturer narrative:
(B)(4). The insulin pump was received with a cracked battery tube thread, reservoir tube lip that was completely broken off, missing reservoir tube lip o-ring, cracked case reservoir tube window corners, cracked reservoir tube window, missing end cap sticker and minor scratches on display window noted. The test reservoir does not stay locked in place due to reservoir tube lip damage.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states that piece of reservoir compartment was missing. Customer¿s blood glucose was unknown at time of incident. Customer advised to discontinue use of the pump and revert to a back-up plan per hcp's instruction. Insulin pump will be return for analysis and it will be replaced.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct information has been provided with this report.